Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported: actual residual volume was greater than the expected residual volume i.e. Arv: 10, erv: 3. Patient was asymptomatic, and was getting some pain relief and no significant changes reported in symptoms. It was noted that the hcp (health care professional) would evaluate the patient during the next refill.